Event description:
The customer reported the system displayed error message iris to large. The system was rebooted and the message returned. This did not prevent system from being used. No pt was harmed due to this occurrence.